Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. During implant, at 80% deployment, the valve was visibly constrained. Upon release, the valve dislodged and moderate paravalvular leak (pvl) was noted. Subsequently, a post bav was performed and a second valve was implanted successfully. No additional adverse patient effects were reported.